Event description:
In november 2005, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The senior med affairs spec mailed a letter since the pt could not be reached the next day. The last test result was obtained three days later. Result was not provided. The pt didn ot experience symptoms of high or low blood glucose levels during the time of concern, however, she received glucose treatment by a med professional. No further info was provided. It would have been helpful to know the results obtained on the reported meter and other results obtained on a hlthcare professional device, why she received treatment who admin the treatment, how long had she been unable to test due to the power issue, if she had a back up device, if she attempted to replace the battery prior to calling lfs, and her medication regimen. Therefore, as a result of insufficient info it is unk if the pt suffered injury. The customer care agent (cca) verified that the correct test strips were being used, the battery was correctly installed, and the battery contacts were in good condition. The cca discovered the battery had not been replaced in more than 1 yr. The cca walked the pt through replacing the battery and the meter did not power on. The meter, test strips, and control solution were replaced.